Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0xcnu, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # unknown, product type programmer, patient. (B)(4).

Event description:
The patient reported lack of efficacy at night and had increased urination at night. The patient did not feel stimulation. She felt stimulation intermittently and symptoms were better controlled during the day than at night. The patient had a 50% reduction in symptoms only during the day but not at night. It was noted that therapy was on. There were no recent medical procedures or emi exposure. There were no falls or trauma that could be related to this issue. A healthcare provider (hcp) had not instructed the patient to keep a voiding diary. After extensive labeling and patient programmer (pp) education, the patient was still having trouble understanding the correlation between pp and implantable neurostimulator (ins) usage, therapy, and function. It was noted that the patient was trained under anesthesia and did not remember anything. The patient requested a manufacturing representative (rep). After increasing amplitude, the patient felt stimulation in the correct area. The patient was going to try increasing stimulation at night only. It was noted that the patient had bladder surgery in 1978 that required the patient to catheterize and oral medication usage included detrol. The patient was going to the restroom 23 times during the day. Now she went 12-13 times. The patient was trying to get it down to 10 because she only had a certain amount of money for catheters a month from insurance. It was not enough so she had to reuse catheters and that caused her to get frequent urinary tract infections. The goal was to get it down to 10 times a day so she did not have to reuse her catheters. The patient was getting 50% relief during the day, just not at night. At night, she went between 2-5 times per day. The patient had met with a manufacturing representative (rep) that told her to try increasing stimulation at night. A follow up appointment with a hcp was scheduled for (B)(6) 2015. The patient's relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Indication of use included interstitial cystitis (ic) and frequency. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If a additional information is received, a follow-up report will be sent.